Manufacturer narrative:
One used list #ch-10, chemoclave® bag spike; lot #7009744, one used list #unknown, baxter 0.9% sodium chloride 100 ml intravenous bag with pembrolizumab; lot #23mo21 were received for evaluation. No visual damages or anomalies were observed. Set primed without any issues. Pressure leak test was performed and no leaks were observed. The reported complaint of a leak could not be confirmed. The set passed all tests without any issues. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a chemoclave® bag spike where the customer stated that a leak occurred at the location of the spike. The event occurred during patient infusion of pembrolizumab 200 mg in sodium chloride. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences and no medical/surgical intervention required. The device was changed out/replaced with no further problems encountered.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. (B)(4).